Manufacturer narrative:
Event date: the event occurred on an unspecified date of (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified pull ring cap had disconnected from the end of the tubing of two (2) amia automated pd cycler sets. This was observed while the sets were still in the shipping pouch prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6. H10: two (2) actual samples were received for evaluation. A visual inspection with the naked eye noted loose green caps inside unopened pouches. There was no evidence of issues or damage to the patient connectors or the green caps. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.